Manufacturer narrative:
Device passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Active current measurement. No unexpected drive count error boundaries exceeded after movement error or motor arm failed self-test alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had motor arm failed self-test and drive count error boundaries exceeded after movement. Blood glucose was 20 mmol/l. Customer reported that they got motor arm failed self-test and drive count error boundaries exceeded after movement. Customer did not do anything about it. Customer was very sick this night (25 mmol). The insulin pump will be returned for analysis.